Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the connection luer of the device was not fully tightened/connected; thus, resulting in the reported leak; however, as the device was not returned for analysis this cannot be determined. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, it was reported that this occurs with abbott and non-abbott devices and the stopcock is being used.

Manufacturer narrative:
B3 - date of event: estimated. D4- the UDI number is not known as the catalogue number and lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported in a general comment that the indeflator is leaking. There were no reported adverse patient effects or clinically significant delay in procedure. No additional information was provided.